Manufacturer narrative:
(B)(4).

Event description:
It was reported that unable to change alert settings occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.